Manufacturer narrative:
Report source: associate director of materials management. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a patient was injected with iodinated contrast through a maxplus needleless connector and tubing. Prior to connecting a saline syringe to flush the line, the valve was noted to be stuck down. The syringe was connected, and the saline was flushed with no issue. The syringe was then slowly removed from the product, but the valve remain stuck down. Blood leaked from the product. The line was quickly clamped, and the patient returned to the observation area.